Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and sore, skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's rn adjusted the garment for the patient and recommended that the patient apply eucerin lotion and moisturizer to the irritation. Follow up indicated that the lotion helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient developed a red and sore, skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's rn adjusted the garment for the patient and recommended that the patient apply eucerin lotion and moisturizer to the irritation. Follow up indicated that the lotion helped the skin irritation to improve. A us distributor reported that the patient's electrode betl was recieivng check betl messages.